Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. It was further notes that the lead was dislodged. Premature ventricular contraction (pvc) was also noted. The lead was successfully repositioned on (B)(6) 2024. The patient was stable.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. It was further notes that the lead was dislodged. The lead was successfully repositioned on (B)(6) 2024. The patient was stable.